Event description:
A cryotherapy procedure was performed to ablate the prostate of a pt with locally confirmed prostate cancer. The procedure was conducted using the seednet gold system and the icerod needles. An icerod box with 10 individually wrapped needles was opened in the or and 8 icerod needles were tested in sterile water. All 8 needles passed the test. The first needle was unsatisfactory positioned in the pt's perineum. When the physician attempted to reposition the needle, it did not come out easily. Therefore, the physician applied force. Eventually, the needle was pulled out of the perineum with a 1.5 to 2 inch distal piece missing. The physician decided to complete the case. A ninth needle from the icerod box was tested in saline. That needle, as well as the other 7 neddles that had been successfully test, were placed in the pt's prostate. On x-ray imaging (kub) in the recovery room (2004): a 1.5 inch metal needle tip was identified in the soft tissue between the prostate and the perineum. No other foreign objects were noticed. On CT scan imaging of the pelvis, the broken needle tip's exact location was confirmed to be in the penis bulb. The physician performed an additional procedure to remove the broken needle tip using a small perineal incision and digital (tactile) dissection. It was verbally reported to galil medical that the removal of the tip was done successfully and the pt is well.